Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020. The customer's blood glucose was 375 mg/dl. The customer was treated with insulin injection in the hospital. Customer was experiencing from comatose. Customer was assisted with connecting to insulin pump. The insulin pump will not be returned for analysis.